Manufacturer narrative:
One sleep capnograph was returned for evaluation. Visual inspection of the device found it to have a broken tamper seal , but was in good condition. The device underwent functional testing which included charging the device, and powering on with a known good power charger. It was noted to have a connection issue from the power supply to the unit. Upon further visual inspection, the power pin was observed to be not properly aligned. This was properly aligned and device then functioned as intended. The problem source has been determined to be a misaligned power jack on back panel due to either tampering, or impact by the user. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical sleep capnograph has high reading and is not powering. No adverse effects reported.